Manufacturer narrative:
H3: the implant coil appeared to be detached from the pushwire. No bend was found on the pushwire. In addition, the pusher was found broken at the break indicator (manual detachment location) with the release wire pulling back. The axium framing coil was not confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil already detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Healthcare provider information is not reported due to region privacy laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium framing coil that had issues with detachment. The patient was undergoing an adjunct a coil embolization procedure to treat an unruptured saccular aneurysm of the anterior communicating artery (a-com) with approach from the left internal carotid artery (ica) which was not sufficiently embolized during the previous embolization procedure. The aneurysm max diameter was 6mm and the neck diameter was 3mm; the insufficiently coil space was estimated to be about 4mm. Blood flow and vessel tortuosity were normal. It was reported the complaint coil was the first being used was prepared according to the instructions for use (IFU). The coil did not fit properly and prolapsed after coiling several times. It was then decided to add a stent and complete embolization from there. With about 1 loop of the coil out, the anchor was in place and the microcatheter was guided to the location with a guidewire. The stent was deployed for jailing technique of the axium framing coil and the physician proceeded to try detachment. However, the coil could not be detached with the instant detacher (ID) event with 5 or more attempts. Another ID was tried 3 times but was also not successful. The physician then tried manual detachment, folding the break indicator 180 degrees to expose the release wire and pulled the release wire 3cm but the coil still did not detach. Due to the technique being used, the coil could not be collected without breaking it so the physician had to push and pull the wire several millimeters repeatedly until finally the coil detached and the procedure was completed. There was no injury to the patient.